Event description:
It was reported that the surgeon found some patients have good visual acuity (va) but complain of double vision and blurry vision after the procedure with the elita femtosecond laser. A total of 4 patients were involved. This complaint was documented for patient-2, a male patient. The corneal topography revealed a central island. The directions for use were followed. The patient status was temporarily impaired. It is unknown whether daily activities were significantly affected. The best corrected visual acuity (bscva) pre-operative was 6/6. The bscva post-operative was 6/6. It is unknown whether the end-user seeks any medical attention. No further information is available.

Manufacturer narrative:
Section a2, a3b, a4, a5 and a6: unknown; information not provided. Section d6a: if implanted, give date: not applicable as this is not an implantable device. Section d6b: if explanted, give date: not applicable as this is not an implantable device. Section e1: telephone number:(B)(6) section h6: code 4581 - central island section h3: product evaluation was not performed because the product has not been received. If product is received after initial closure, the product investigation (pi) and complaint (cp) (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be confirmed. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.